Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch select simple meter was reading inaccurately low in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, he obtained results of ¿110 and 111mg/dl¿ on the subject meter which he felt was inaccurately low. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and it is unknown if he made any changes to his diabetes management routine in response to the alleged issue. The patient reported that 15 minutes after the alleged inaccuracy he developed symptoms of ¿extreme thirst and having to urinate often¿. The patient claimed that at 10:30am on (B)(6) 2015 he self-treated with ¿10mg of insulin¿ and obtained a blood glucose reading of ¿450mg/dl¿ on a doctor¿s meter. During troubleshooting the cca noted that the meter was set to the correct unit of measure but that the patient did not have control solution available to perform a control test. Replacement products were sent to the patient. This complaint is being reported because, the patient suffered symptoms suggestive of a hyperglycemic event after the alleged meter inaccuracy.